Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the sheath could not be split was inconclusive due to the sample condition. A photograph of a 5 fr d/l powerpicc in a biohazard bag was provided for investigation. The catheter was inserted through a 5fr microintroducer sheath. The sheath had not been split. The root cause is inconclusive based on the evidence provided. Without the physical sample or detailed image of the sheath, the complaint could not be verified. A label identified the product as part number 1275108d from lot reav2733. A lot history review (lhr) of reav2733 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales representative that the dilator sheath will not split apart. The healthcare professional had to do an over the wire exchange and use two kits on one patient. No other information was reported. Additional information has been requested but has not yet been provided.